Manufacturer narrative:
(B)(4). The device manufacture date for this product is march 31, 2006.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. The programmer was unable to interrogate any devices. Parts of the internal circuity was shorted, discolored, completely burned off and traces/pads were badly damaged. There was no evidence of abuse or mishandling and no operating system logs on the hard drive. All affected components were replaced and the programmer passed all functional incoming tests thereafter.

Event description:
Boston scientific received information that this programmer was unable to interrogate any devices in multiple locations. The programmer will be returned. No adverse patient effects reported.